Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and the usb cable was loose in the usb port causing it difficult to charge the battery. There was no reported impact to customer's blood glucose. Contact was unable to provide further information and declined tandem technical support's offer to follow up.